Event description:
It was reported that a backup battery fault alarm occurred. The emergency backup battery was exchanged, however the alarms persisted. A controller exchange was performed, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log file downloaded from the returned controller; however, the alarm was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6) ). The controller event log file contained approximately 1.5 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Backup battery fault alarms were captured from (B)(6) 2023 at 22:54:58 to (B)(6) 2023 at 7:57:50 due to the backup battery not passing the load test. The log file captured that the backup battery was uninstalled for short periods of time when the alarm was active; it should be noted that the backup battery was not disconnected from the controller long enough to activate associated backup battery not installed alarms each time. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 7:57:19 to exchange the controller. There were no other notable alarms throughout the log file. The alarm was not observed to resolve while the controller was in use. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.